Manufacturer narrative:
The explanted devices were not returned for evaluation, because they were discarded by the medical facility.

Event description:
A report was received that a pt was having an apparent allergic reaction to the scs device. The physician reported that the pt had knots on the back of her head where the leads were located. The physician performed exploratory surgery and removed cysts from the lead incision site then chose to explant the precision system. The physician did not know what caused the cysts. The pt is reportedly doing well after the explant surgery.